Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has an implantable cardioverter defibrillator (ICD) and left ventricular assist device (lvad). While in a hospital, there was an external defibrillator in the room. The clinician did a test discharge with the external defibrillator without knowing it was connected to the patient. The shock from the external defibrillator put the patient into ventricular fibrillation (vf). It was noted the ICD did not detect or treat the vf. The patient was unresponsive and lost consciousness. They were rescued with the external defibrillator. A disk of the ICD's memory was sent in for review. Upon reviewing engineering noted no stored episodes that correlated with the vf. Engineering did note two episodes of oversensing of noise from one and two months earlier where there was low amplitude and high rate signals. Boston scientific technical services (ts) discussed possible causes of the undersensing including potential interaction with the lvad. The ICD remains in service and no additional adverse patient effects were reported.